Event description:
It was reported via legal complaint that patient underwent total hip arthroplasty on (B)(6) 2009. A subsequent revision was performed (B)(6), 2010 due to pain, metallosis, component loosening, and lack of mobility. This report is based on allegations set forth in patient's complaint and the allegations contained therein are currently unverified.

Event description:
It was reported via legal complaint that patient underwent total hip arthroplasty on (B)(6) 2009. A subsequent revision was performed (B)(6) 2010 due to pain, metallosis, component loosening, and lack of mobility. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to pain and impingement. The operative report notes the cup was not loose and no evidence of wear debris or metallosis. The operative notes confirm that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are currently unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur, under adverse effects: material sensitivity reactions, loosening or migration of the implants may occur due to loss of fixation, trauma,malalignment, bone resorption, or excessive activity and intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in patient's complaint and the allegations contained therein are currently unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00192 and 00193).

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00192/00193).